Event description:
A medtronic representative reported that, while in a spine procedure, the site stated that their spine clamp broke. No further details regarding the damage, or how it occurred, were provided. The site brought in a second spine clamp to continue the procedure without delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement thoracic radiolucent clamp shipped to site (B)(4) 2015. Replacement clamp returned to manufacturer on 05/06/2015, unused. - return requested. Replacement open spine clamp shipped to site (B)(4) 2015. Medtronic investigation of returned suspect clamp finds that, as reported, the retainer ring had broken free of the adjustment screw. Physical damage - pieces broken. Hardware investigation completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.